Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the blower assembly had an oil substance coming out of the blower motor and in all the tubing. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Per good faith effort response received, the customer confirmed that the blower assembly has been replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.